Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited failure to capture, failure to sense, and low impedance. It was suspected there was an insulation breach. The lead was removed and replaced. There were no patient consequences.